Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate was received. There was no impact to customer's blood glucose. Tandem technical support (cts) offered assistance with reloading the cartridge. Customer declined and reportedly, another cartridge was used. Customer declined cts's offer to follow up.